Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message was confirmed in the system's event log data but was not confirmed during functional testing. The reported tcmid:05 error was not replicated, and the thermogard ivtm system functioned as intended during testing. The root cause of the intermittent tcmid:05 error was the degraded and malfunctioning lm34 temperature probe, likely attributed to the device's aging. The device's life expectancy is 5 years. The thermogard xp ivtm console was manufactured in january 2018 and is over 6 years old. The system's event log data showed several tcmid:05 error messages around the customer's reported event date, confirming the reported complaint. The thermogard xp ivtm system passed functional testing without issues, and the customer's reported complaint was not reproduced. The root cause of the intermittent tcmid:05 error was determined to be the degraded/ malfunctioning lm34 temperature probe, which must be replaced to address the customer's reported complaint. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.